Event description:
It was reported that the quick bolus/wake button on pump was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.